Event description:
Philips received a complaint by the respiratory director on the v60 (software version 3.10) indicating a device malfunction as the touchscreen was not functioning properly. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The respiratory director called technical support to report that the touchscreen was not functioning properly. No accessories, including third-party devices, were being used that may have contributed to the issue. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device, and upon arrival, the asp was able to replicate the issue after discovering that the device failed the controls test and touchscreen calibration according to the v60 service manual. The asp then evaluated the error logs, and no error codes were found. After installing the replacement touchscreen, the asp verified that the issue was resolved. The touchscreen replacement indicates that the cause of the malfunction was due to a faulty touchscreen that needed to be replaced for repair. Following the touchscreen replacement, the asp returned the device to service as it passed the required performance verification tests per philips standard. No other malfunction was found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.